Event description:
It was reported that on (B)(6) 2019 the patient was hospitalized for chest pain. On (B)(6) 2019 following a (B)(6) 2019 implant procedure, it was confirmed through CT scan that the right ventricle lead perforated. Threshold measurements also increased from 1.1 v to 2.5 v. An emergency thoracotomy procedure occurred that same day. The operation was completed successfully with no further adverse health effects to the patient. This lead remains in service and will not be returned.